Manufacturer narrative:
The reported event was confirmed to be manufacturing related. The product had caused the reported failure. Based on the evaluation, it was observed that there was a latex residue attached on the surface of catheter shaft. The latex residue can be peeled off and not embedded. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Based on the sample returned, it is confirmed as manufacturing related issue. Further investigation was documented in cid# 13490360. A potential root cause for this failure could be due to unclean tank with dirt residue that will cause contamination of product and result in dirt defect which can resulting on foreign materials. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was opened, it was found to be dirty and was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was opened, it was found to be dirty and was not used.